Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the pacemaker exhibited under-sensing due to p-wave amplitude variation, and that have caused inappropriate automatic mode switch. No intervention was performed. Patient condition was unknown.